Manufacturer narrative:
(B)(4). Evaluation summary: the reported sample was returned for evaluation. The visual inspection and functional test identified the reported condition as a large leak spraying water located on the upper right corner of the bag. Magnified inspection of the leak location identified the issue as a puncture located on the right edge of the bag on the back side. There was no impression on the front side of the bag from the puncture; therefore this damage occurred when the bag was filled. The manual add port had been used, as evidenced by a cannula insertion point. As manual additions to the tpn solution occur after bag filling, it is unlikely additions to the tpn solution would have been made if a leak was present. Also, the customer reported that the leak was detected in the clinical setting prior administration to the patient which means the bag passed all the pharmacy quality inspection and approved for release. Based on evaluation findings, and the customer report, the condition was determined to have occurred during handling of the filled bag. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that an eva bag was leaking from a pin hole on the upper wall of the bag. The leak was found by a hospital nurse prior to patient administration. There was no patient involvement or adverse event reported. No additional information was provided.